Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was giving multiple error code messages. Customer reported that it is unknown if the unit was in clinical use at the time the reported issue was discovered and it is unknown if there was harm to the patient or user.

Manufacturer narrative:
No patient details/information has been provided. No additional information has been provided during follow-up.